Manufacturer narrative:
No adverse patient effects were reported in this event. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this patient's entire system was explanted due to infection. Products removed include a cardiac resynchronization therapy defibrillator (crt-d), a transvenous right ventricular (rv) lead, a transvenous left ventricular (lv) lead, and an OEM manufactured right atrial (ra) lead.